Event description:
On (b)(60 2012, a nurse reported that an unidentified patient had a check heater line alarm on the homechoice machine on an unreported date. The patient replaced the bag and continued therapy without changing the other supplies and without further issues or alarms. This occurred during use. There was patient involvement. It was unknown if there was patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.